Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insert new sensor message occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, early sensor expiration was found in connection to the reported allegation. The reported event of a insert new sensor message is reportable based on the findings of a early sensor expiration. No injury or medical intervention was reported.